Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer additionally reported that when the device was put in, their weight was (B)(6). After implant, the patient's weight went to (B)(6). After the patient got it working, their weight went back to (B)(6), but it took time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient couldn't go to the bathroom and hadn't gone real good in like three days. It was verified the implant was on and they confirmed they felt stimulation a little bit, but not like they used to. They hadn't changed the settings because they weren't sure what to do, noting they had it on 0.7 volts (v). It was found that the therapy was off and the patient indicated that they weren't feeling stimulation. The therapy was turned on, stimulation was increased to 0.8 v, and the patient felt the stimulation in the correct area. On (B)(6) 2017, the patient reported that it stopped working after they had a lot of tests done at the hospital, noting they were so sick. They got it going again and put the setting on 7. There were no further complications reported or anticipated.